Event description:
Info was received in 2004 from a pt with a history of osteoarthritis, high blood pressure, diabetes, no allergies to bird or chicken products and no previous hylan injecitons. The pt experienced swelling, stiffness, pain, and inability to put weight on their left leg after receiving synvisc. The pt received two synvisc injections in the left knee, one week apart. They did not have any problems following the first injection. Two days after this second injection, the pt's left leg began to swell and get stiff. The next day they had extreme pain and could not put weight on the left leg. The pt saw their physician (date unknown) and he administered a cortisone injection in the left knee and some pain medication (no information provided). At the time of this report, the pain, swelling, and stiffness had resolved about 75%. The pt was still having difficulty with putting weight down on the left leg. The pt did not receive the third synvisc injection. Qa investigation results: the review of synvisc product release data for both facilities did not indicate trends that could be associated to any product complaints.